Event description:
Unit was returned from recall remediation, does not activate smoke evacuator, tested on multiple carts. Cannot verify complaint . Repair order (B)(4). Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Unit was returned from recall remediation, does not activate smoke evacuator, tested on multiple carts. Cannot verify complaint: repair order (B)(4). From s&r: you would not be able to see what you are doing without the smoke evacuator working 1216677-2022-00095-1 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. *analysis and findings : complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/25/2014 under wo#'s (B)(4) and shipped on 12/17/2014. Manufacturing record review: DHR's 173984 & 173985 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Corrective actions the unit was tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training is required. *was the complaint confirmed? No.